Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic infection, pelvic pain, painful intercourse, and inability to completely empty bladder. No further info has been provided.